Event description:
The article "minimally invasive mitral valve replacement for posterior leaflet tear following transcatheter edge-to-edge repair using the mitraclip system" was reviewed. The article presented a retrospective, single-center case report to evaluate the surgical management of posterior mitral leaflet tear following failed transcatheter edge-to-edge repair (teer) using the mitraclip system. Devices mentioned include mitraclip (abbott) and epic bioprosthetic mitral valve (abbott). The article concluded that minimally invasive cardiac surgery mitral valve replacement (mics-mvr) may be a viable and less invasive therapeutic option for frail patients with leaflet injury after failed mitraclip implantation. The primary and corresponding author was dr. Ryohei ushioda at asahikawa medical university, with corresponding email ryouheihei98@gmail.com. The time frame of the study was not reported. A total of 1 patient was included in this case report, who received abbott devices (mitraclip and epic bioprosthetic valve). Relevant medical history included chronic kidney disease, ulcerative colitis, dyslipidemia, frailty, and acute decompensated heart failure. Peri- and post-procedural complications included: posterior mitral leaflet tear during mitraclip implantation, resulting in worsened severe mitral regurgitation. Emergent surgical intervention and hospitalization. Epic bioprosthetic mitral valve (abbott): successfully implanted with no reported complications.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported mitral regurgitation was likely related to the reported tissue injury. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: minimally invasive mitral valve replacement for posterior leaflet tear following transcatheter edge-to-edge repair using the mitraclip system: a case report.

Event description:
The article "minimally invasive mitral valve replacement for posterior leaflet tear following transcatheter edge-to-edge repair using the mitraclip system" was reviewed. The article presented a retrospective, single-center case report to evaluate the surgical management of posterior mitral leaflet tear following failed transcatheter edge-to-edge repair (teer) using the mitraclip system. Devices mentioned include mitraclip (abbott) and epic bioprosthetic mitral valve (abbott). The article concluded that minimally invasive cardiac surgery mitral valve replacement (mics-mvr) may be a viable and less invasive therapeutic option for frail patients with leaflet injury after failed mitraclip implantation. [The primary and corresponding author was dr. Ryohei ushioda at asahikawa medical university, with corresponding email ryouheihei98@gmail.com]. The time frame of the study was not reported. A total of 1 patient was included in this case report, who received abbott devices (mitraclip and epic bioprosthetic valve). Relevant medical history included chronic kidney disease, ulcerative colitis, dyslipidemia, frailty, and acute decompensated heart failure. Peri- and post-procedural complications included: posterior mitral leaflet tear during mitraclip implantation, resulting in worsened severe mitral regurgitation. Emergent surgical intervention and hospitalization. Epic bioprosthetic mitral valve (abbott): successfully implanted with no reported complications.